Event description:
It was reported that a spectrum pump "has been seeing backflow/air in line events when using non-dehp secondary medication set that is connected to a non-dehp 0.22 micron extension set that is connected to a continu-flo solution set. A "500 ml bag of etoposide (chemo) [was] being run secondary using non-dehp secondary med set plus non-dehp extension set with 0.2 micron filter) y¿d onto primary ivf via sigma pump." This occurred during therapy. No additional information is available.

Manufacturer narrative:
B3: event date: 4/15/25 and 4/17/25. D10: concomitant product (4): (B)(6) 2025 and (B)(6) 2025. The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.